Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during preparations for a hemodynamic monitoring procedure, the arterial catheter detached near the transducer and was leaking saline. No patient interaction or injury to report.

Manufacturer narrative:
The suspect device has been returned for evaluation. The product was examined visually and functional testing was performed. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were found.